Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the flipped pump was the patient being very overweight and having a lot of adipose tissue. The manufacturing representative was going to ask the healthcare provider (hcp) for the patient¿s weight during office hours on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative. It was reported that the patient's weight at the time of the event was (B)(6) lbs. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal hydromorphone and bupivacaine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that a flipped pump was suspected. The pump was flipped or at least partially flipped and was sideways and moving around in the pocket. They were not comfortable doing a refill on (B)(6) 2017 due to the position of the pump. There were no reported symptoms. They would be doing a pocket revision, but it was not yet scheduled. There were no further complications reported.